Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre fixed wire dilatation balloons were used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2022. During the procedure, the balloon was attempted to be inflated; however, the balloon burst at 15mm. Additionally, the same issue occurred on the second cre fixed wire dilatation balloon. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.